Manufacturer narrative:
Unit passed displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error alarmed during self test, problem isolated to keypad assembly. No unexpected pump error alarms noted during testing. The power management graph was in specification, however multiple pump error alarms were present in the format history file due to an intermittent non-sleep anomaly software error. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, faded serial number label and stained serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 243 mg/dl at the time of incident. Troubleshooting found that the pump alarm could not be cleared. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.